Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that during the implant procedure there were inconsistent impedances encountered. The connection was checked "with blue showing through to the end of the battery" and the impedances were checked at different settings. Cleaning the lead and ensuring there were no liquids in the battery head did not resolve the impedances which were inconsistent high reading about 4000 ohms. The lead was checked with the j-hook and motor responses were seen on all electrodes. A new ins was used, but similar impedances were encountered so the hcp decided to close and check patient in post op. When patient was checked later the patient confirmed feeling stimulation in all but one electrode pair. No patient symptoms or unexpected surgical delay were reported. No complications were reported or anticipated.